Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 600+ mg/dl at time of incident. Another blood glucose level was 525 mg/dl then they treated with manual injections 3 times and then blood glucose decreases to 388 mg/dl at the time of call. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.